Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the staff noticed there was a crack down the center of the lens. Additional information was received stating that, the lens was explanted and replaced with a new lens during the same procedure. The crack was noticed once it unfolded after implantation.

Manufacturer narrative:
Only half of the optic was returned in the outer well of the lens case base. Viscoelastic was observed. A broken haptic was also returned adhered to the anterior optic surface with viscoelastic. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had a small aneurysm on the bottom right and heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported lens damage could not be determined. Only half the lens was returned. The returned cartridge tip had a small aneurysm on the bottom right and heavy stress. This may indicate the lens/plunger were not in proper positions for advancement. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iol)s are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).